Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received six inappropriate shocks at home that led to therapy exhaustion. During a follow up visit, the device was reprogrammed. No adverse patient effects were reported. This device remains implanted and in service.

Event description:
Additional information was received. An internal technical service consultant reviewed the print outs provided for the episode on (B)(6) 2013. An episode was detected in the vt zone. The detection enhancement algorithm rhythm ID (rid) was on for initial detection and not for post-shock detection. At the end of the duration period, no tachy therapy was delivered as the rid was correlated. For an unknown reason, the morphology of the qrs complexes changed (even if not visible on the shock channel) and the percentage of correlation became less than 94%. Because of that , rid became uncorrelated and tachy therapies were delivered. None of the tachy therapies (six antitachycardia pacing, 11j, 23j, and 4- 41joule shocks) stopped the ongoing fast rhythm. The fast ventricular rhythm did not slow down or did not degenerate into vt or vf with the tachy therapy deliveries. It appears that the tachy therapies have been delivered during a sinus tachycardia episode. Ts concluded that from a clinical point of view, the tachy therapies seem to be inappropriate. However, from a technical analysis, the device worked as designed and programmed.